Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired due to unk reasons. It is unk if pt's death was device related. No further details were provided. Info learned from implant pt registry.